Manufacturer narrative:
This complaint was originally reported to the FDA under (B)(4) (report number: 3004904811-2016-00010) however the report was submitted under the incorrect manufacture site.

Event description:
According to the reporter, after an esophageal procedure, it was discovered that a short study had occurred. A repeat procedure will be performed but a date has not yet been established. No other known adverse events were reported.